Event description:
It was stated that the customer was hospitalized for low blood glucose levels. No blood glucose reading was reported for the event. It was stated that the customer had been experiencing low blood glucose levels at her home prior to being hospitalized. The customer has also been under a lot of stress due to her job. Troubleshooting was performed and the insulin pump passed the leadscrew test. It was also stated that the buttons were not functioning properly and the customer was having a difficult time programming her basal rates. The insulin pump was out of warranty and the customer was unable to upgrade at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.